Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely no image occurred due to electronic component failure, whereas the most probable cause of melted distal cover is traced to component failure due to overheating. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited melted distal cover and no image. There was no patient involvement.